Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head suddenly fell off into my mouth - oral-b power care refills [device breakage]. Case narrative: consumer via e-mail stated that while brushing, the head of the toothbrush suddenly fell off into mouth. No injury was reported.